Manufacturer narrative:
(B)(4).

Event description:
The patient reported that their implantable neurostimulator (ins) was sticking out quite a bit due to them losing a lot of weight. The patient had lost (B)(6) since implant. When the patient laid on their back it got hot and the ins area became sensitive. The patient's doctor wanted a manufacturer representative to check the ins. The patient was indicated for chronic low back pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.